Manufacturer narrative:
Additional contact details: email: (B)(6). Phone number: (B)(6). It was reported that the cardiosave intra-aortic balloon pump(iabp) had display has many missing pixel lines. There was no patient involvement and event occurred during pm. Getinge field service engineer (fse) was confirmed the issue and to resolve the issue the upper display(d160-00-0127) was replaced.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units display needs repair and has been missing pixels. There was no patient involvement.